Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 400 mg/dl at the incident. The customer stated that they were having an issue with no delivery alarms. The customer stated that the insulin did not exit and the insulin pump alarmed no delivery. The customer reported that the insulin exited with the manual prime. The insulin pump will not be returned for analysis.